Manufacturer narrative:
This is a final report. The meter was returned, but no investigation was undertaken given the customer acknowledged damaging the meter. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that on an unspecified date/time customer put some water on the screen of his adc blood glucose meter "to make it wet" and after doing that the meter would no longer work. Caller further reported customer self-presented to a local healthcare facility where he was treated with insulin. No further information was provided as caller declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.